Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but was not duplicated during evaluation. The assignable cause was due to a faulty pump head module (phm). The phm has been replaced to correct the reported problem. Additional: a service history review has been performed and the device has not been previously serviced by baxter. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which was alarming for downstream occlusions after 8-9 psi was put through the set tubing. The facility representative stated that this was during biomedical testing and that there were no false occlusion alarms that occurred. During the product evaluation at baxter, it was discovered that a false occlusion alarm occurred. There was no patient involvement. No additional information is available at this time. The user interface module master software version is currently unknown.